Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9077917. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications (B)(4) noted that did not pertain to the complaint.

Event description:
It has been reported that one syringe 0.3ml 31ga 8mm 10bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported needle hub separated. Verbatim:consumer reported, needle hub separated incident date: (B)(6) 2019, lot: 9077917, item: 3/10ml, 31g, 8mm, 1 syringe affected.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.3ml 31ga 8mm 10bag 500 has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it was reported needle hub separated. Verbatim: consumer reported, needle hub separated. Incident date: (B)(6) 2019, lot: 9077917, item: 3/10ml, 31g, 8mm, 1 syringe affected.